Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision total hip replacement for multiple dislocations. Trident mdm used.

Manufacturer narrative:
An event regarding dislocation involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not be performed as the device was not returned. Medical records received and evaluation: a review of the provided operative report by a clinical consultant indicated: "rejected for medical review - need operative reports; clinical reports, progress notes, dated x-rays, history reports, etc." Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Not available.

Event description:
Revision total hip replacement for multiple dislocations. Trident mdm used.